Manufacturer narrative:
(B)(4).

Event description:
The customer questioned 112 patient samples for free thyroxine (ft4), thyrotropin (tsh), intact human chorionic gonadotropin + the b-subunit (hcg + b), estradiol - e2 (estradiol iii), follicle-stimulating hormone (fsh), prolactin (prolactin ii), luteinizing hormone (lh), testosterone (testosterone ii). Of the data provided, 104 patient samples were erroneous when tested for one or more of the following: tsh, hcg + b, estradiol iii, ft4, prolactin ii and testosterone. The erroneous results were reported outside of the laboratory. Once repeat testing was completed, corrected reports were issued. Refer to the attached data for the patient results. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer indicated that quality controls (qc) were in range that morning, however, doctors began to call in the afternoon of the same day questioning the results that had been released. The customer then noticed system alarms indicating a low signal. This can be caused by a clotted or contaminated sipper flow path, missing procell, missing beads or a measuring cell defect. The customer performed liquid flow cleaning to remove any contamination from the sipper flow path and measuring cell. During the visit by the field service representative, the sipper flow path was checked and the sipper nozzle was replaced on the measuring cell. The instrument operated according to specification.